Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After a 5.00x12mm synergy xd drug-eluting stent was deployed, the stent delivery system (sds) balloon would not come through the distal end of the guide catheter even after multiple attempts. When the device was pulled harder, the shaft broke at the distal end near the balloon. The physician used a guidezilla to engulf the balloon successfully. The guidezilla, sds, and guide were then removed simultaneously. The sds balloon was removed fully deflated. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
H6 device codes: corrected. The synergy xd mr us 5.00 x 12mm stent delivery system was returned for analysis. The device was returned without the stent as it was implanted at the lesion site. The balloon cones were reviewed, and signs of positive pressure applied to them were noted as the balloon folds were noted to be relaxed and crimp stent markings were visible on the balloon body. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A complete hypotube break was noted at 24 cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After a 5.00x12mm synergy xd drug-eluting stent was deployed, the stent delivery system (sds) balloon would not come through the distal end of the guide catheter even after multiple attempts. When the device was pulled harder, the shaft broke at the distal end near the balloon. The physician used a guidezilla to engulf the balloon successfully. The guidezilla, sds, and guide were then removed simultaneously. The sds balloon was removed fully deflated. The procedure was completed with a different device. No patient complications were reported. It was further reported that a 0.014 guidewire and a 6f guide catheter were used and the lesion was prepared with a compliant balloon. No resistance was encountered while advancing the device over the wire and in the guide catheter. There was no significant bend in the lesion. Before the stent balloon was pulled, the balloon was deflated for 15 seconds and fluoroscopy confirmed there was no contrast in the balloon.